Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Drill cold welded in cross pin hole while being removed.no replacement device was needed for cutting block.